Event description:
It was reported that during the implant of a right atrial leadless pacemaker (ralp) that the ralp exhibited low pacing impedance. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient condition was stable.

Manufacturer narrative:
Reported event of low impedance was unconfirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.